Event description:
Dear sven this unit according to the customer alarmed with : low o2 . We didn't verified the problem . The unit passed all test & run please advise (B)(6).

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.